Event description:
Customer reported a rh discrepancy with a sample that had a history of being weak d positive. The sample was originally ran on the pk7200 with e a result of o negative. The sample was then ran on the galileo with the weak d assay. The sample resulted as weak d negative.

Manufacturer narrative:
Tested customer's returned sample on an in-house galileo in aborh and weak_d assays. Sample typed as d-negative in all testing. Tested red cells of various rh phenotypes, including weak d cells, with reteniton anti-d, lot dmb69-2. The expected reactivity was observed in all testing. The patient's washed sample was tested with the retention anti-d, lot dmb69-2 and with other manufacturers' anti-d blood grouping reagents. Weak reactivity was observed at the indirect antiglobulin test with the retention anti-d. No reactivity in all phases of tested was observed with all other anti-d reagents. The edta tube b and washed cells from tube b were tested on an in-house echo instrument. Weak d testing, using capture select, lot sc080 was positive on both edta tube and the patient's washed cells. Performed manual capture weak d testing using capture select, lot sc080 with the patient's washed red cells. Anti-d series 4, lot 504697, anti-d series 5, lot 505547, dbl anti-d, lot ndmg04803 and retention dmb69-2. Positive reactivity in weak d testing was observed with all anti-d tested. The patient's red cells were tested further and are consistent with the partial d phenotype dfr. The event appears releated to the nature of the sample.